Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 20 mg/dl. The customer was hospitalized for greater than 24 hours and received treatment for hyperglycemia through IV insulin drip (intravenous insulin infusion). The event was preceded by an autobolus, and the customer was found unconscious. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed for the insulin pump was in use within 48 hours prior to the event and it was unknown whether the auto mode feature was active or not at the time of the event. The customer was instructed to discontinue pump use, revert to backup plan per healthcare provider instructions, and place the pump in storage mode. Mmt-332a, mmt-397a, mmt-1880 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.